Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, between fourteen (14) and sixteen (16) years post-implantation, the patient presented to the clinic where it was determined that the tibial tray had fractured. The patient underwent revision surgery and all components were revised. Due diligence is in process for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). Exact implant date is unknown but it has been reported that implantation occurred in 2007 or 2009. Concomitant medical products: nk sz3 lt femur ti: catalog#620000030, lot#60446807; tib ins lt sz1/2 13mm n-k ii: catalog#627501613, lot#1580111; palacos r+g 2x20g kpg: catalog#ni, lot#617d0e0801. Report source - foreign: germany. Due diligence is in progress to determine if the device is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.